Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a safety disk failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information - e1(event site city: (B)(6). Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The unit passed the following tests: safety disk leak, k6, k7, k8, k9, and the pneumatic test. The iabp was released for clinical use.

Event description:
N/a.